Event description:
The centre reported that the surgery to explant the patient's device will be scheduled due to infection. Advanced bionics is currently in the process of gathering additional information.